Manufacturer narrative:
(B)(4). It was reported that the patient did not notice there was a pinhole in the tubing of the peritoneal dialysis (pd) solution until half of the pd solution was infused. The patient was treated for the peritonitis with gentamicin during dwell (no further detail was provided). On the same day as hospital discharge, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was reported as possibly due to usage of tubing with a pinhole in it, but as this was unable to be verified, the cause of the peritonitis is assessed as unknown. On unreported date(s), the patient was treated with gentamycin (route, dosage, frequency, and duration not reported) and cephalosporin (dwell) (route, dosage, frequency, and duration not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. After nine days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis. No additional information is available.